Manufacturer narrative:
The customer¿s report of an overinfusion for the potassium chloride infusion was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. The only anomaly observed was corrosion on the right iui¿s connectors. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse sodium chloride 3% (drugid 295) at a rate of 75ml/hr at 5:31pm on (B)(6) 2016. The infusion ran until 8:29pm when the device was channeled off. The volume recorded as being infused during this period was 200.221ml. This infusion was programmed for sodium chloride 3% and not the reported potassium chloride and was programmed for a lower rate than intended. Functional testing was performed and the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion of potassium chloride could not be determined; the event logs do not show that potassium chloride was programmed.

Event description:
The customer reported infusions of magnesium sulfate 4 gm. In 100 ml. Intended to run at 25ml/hr. And potassium chloride 40 meq in 1000ml normal saline intended to run at 250 ml/hr. Were both completed in approximately 20 minutes. There was no patient harm. The infusion was started at 1750 when the patient went from the ed to the CT scan and the bags were noted to be empty at 1810 when the patient returned to the ed.